Event description:
Report received of three incidents of filter leaks. The report stated, "customer reported a leaking extension set filter. The nurse in home care reported that the extension sets in 3 consecutive gem kits leaked at the filter." Though requested, no add'l info was available.